Event description:
Caller reported that the pump's quick bolus or wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was advised to have the pump on hand for further troubleshooting and to call back with their sister for assistance. Despite follow-up attempts, the pump was operational but the button remained occasionally hard to use, and the customer was informed to contact support when available to proceed further.